Manufacturer narrative:
Additional information has been requested. Subject device is not implanted/explanted. Unable to provide the manufacturer and/or the date of manufacture, as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
During an ankle fracture procedure, the surgeon was drilling with a 2.5 mm drill bit and it broke. Surgeon could not retrieve the small fragment and placed a plate and screw over the fragment. A small piece of the drill bit remains in the patient's bone.